Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on an unspecified date. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thi pain; pain inter; inab inter; diff bowel; rec incont; damage; oth pain: numbness in legs and feet. Nonsurgical treatments: the patient was treated with pain medication: ibs probiotics diverticulitis meds for the treatment of: to treat ibs and diverticulosis pain . Treatment duration: 2014. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: ibs syptons. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): oestrogen cream for the treatment of: to help vagina. Treatment duration: ongoing. The patient was treated with other (please specify).